Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer was having a display screen problem as there were lines appearing. It was indicated that a circuit board was loose. It was also indicated that the stylus was pulling apart and intermittently working. It was also indicated that the left keyboard hinge was broken, the handle covers were cracked, and the media bay door was broken. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer was having a display screen problem as there were lines appearing. The programmer was returned for service. No patient complications have been reported as a result of this event.